Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 14mm pulmonic valved conduit was explanted after an implant duration of approximately 4 years and 6 months due to stenosis. The child was (B)(6) months old at the time of implant and approximately (B)(6) years old at the time of explant. Per the operative report: the previously placed 14mm conduit was excised. The pulmonary artery bifurcation edges were freshened. A 25mm carpentier edwards porcine bioprosthesis was placed end to end to the pulmonary artery bifurcation with 6-0 prolene in running fashion. The graft was cut to length and placed to the rv outflow tract with 6-0 prolene in running fashion. The patient was weaned from cpb on a minimal amount of inotropic support in a sinus rhythm with excellent hemodynamics.

Manufacturer narrative:
Evaluation method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It is unknown if the device is available for return and evaluation. The operative report was received, but no additional information regarding the patient's health history or medications history has been provided by the health care provider.